Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation reload set 161, this situation occurred during prime. The technical service representative (tsr) assisted the home patient (hp) by explaining the alarm and advised the hp to start over with new supplies. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a crack in the cassette. The hp was to call back with any problem. No patient injury or medical intervention was reported. Product surveillance contacted the patient in 2009, to try and obtain more information about the possible cracked cassette. The patient stated she did not look at the cassette for any holes or cracks. She had immediately disposed of the supplies and started therapy over with new supplies. There was no medical intervention or patient injury. The patient had since continued therapy and was doing fine.

Manufacturer narrative:
.